Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right ventricular (rv) lead exhibited high output mode readings and a decreased trend of rv sensing. No changes or interventions were reported. The patient condition was not known.